Event description:
The reporter called and alleged a discrepant results, when compared to the lab for three patients. The reported device results were 6.2, 2.5 and 2.7 inr. The corresponding lab results reported were 4.5, 0.4 and 0.4 inr. The first patient's coumadin was held. The other two patient's did not receive treatment. The device was replaced and requested to be returned for evaluation.